Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, after two house of use, the roller pump had a "flashing display", however they could continue to control the pump from the central control monitor (ccm) touchscreen. There were no error messages or audible tone, the display only flashed. At first, the numerics were visible during on flash state. Then later, the on flash cycle was only gray static the device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr) via video provided by the customer. The fsr replaced the small display assembly. With the component replaced, the unit operated to manufacturer specifications and the unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to MDR #1828100-2013-00326.